Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-06738, 1627487-2019-06739, 1627487-2019-06740. It was reported that the patient experienced drainage at their lead incision sites. The patient was hospitalized for an infection and antibiotics were administered. Surgery may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.